Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use an endeavor resolute rx coronary drug eluting stent. The device was inspected before use with no issues noted. No stent deformation was noted before use. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. It was reported that stent deformation occurred in-vivo during positioning. The stent was noted to have burrs and therefore could not be used normally. No patient injury was reported.